Event description:
A registered nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry hazy vision far & near vision. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested and received stating the iol was replaced with a monofocal iol. Post explant, the patient's symptoms were resolved. In surgeon¿s opinion, the extended depth-of-focus (edof) technology is to blame for the patient¿s loss of best corrected visual acuity (bcva) and poor near vision.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).